Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via 6f sheath hole prior to a percutaneous coronary interventional (pci) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to 11f and the pci procedure was completed. Reportedly post procedure, the suture of the second prostyle device broke during suture management. The suture of a third prostyle device was deployed. Hemostasis was achieved with the sutures of the first and third prostyle devices. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.